Event description:
Four patient samples with discrepant iron results. Samples repeated initially on same analyzer and again on a different analyzer (different methodology). Patient 1 initial result 99 ug/dl, 1st repeat 18 ug/dl, 2nd repeat 25 ug/dl. Patient 2 initial result 163 ug/dl, 1st repeat 84 ug/dl, 2nd repeat 91 ug/dl. Patient 3 initial result 230 ug/dl, 1st repeat 166 ug/dl, 2nd repeat 177 ug/dl. Patient 4 initial result 194 ug/dl, 1st repeat 128 ug/dl, 2nd repeat 135 ug/dl. Initial results reported, no adverse events reported in association with the incorrect results. The field service rep found the cause of the discrepancy to be a misaligned workstation in/out which was readjusted. Performance tests were performed and within specification.